Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have blood glucose of 80 mg/dl all week and the blood glucose went up to 491 mg/dl during time of call. Customer reported the insulin pump alarmed a no delivery alarm. Customer reported a tubing clamp was sent to complete the high pressure test, the test passed, but customer's high blood glucose issue remained. After troubleshooting, customer was advised to contact her healthcare professionals regarding the high blood glucose. Customer will not be returning the device for analysis.